Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration (FDA), reference number: mw5073783) on 22-dec-2017. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization, disability, life threatening and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder and medical device removal with essure (ess205). The reporter commented: she mentioned she had a serious injury (life threatening, hospitalization, and disability/permanent damage) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority us food and drug administration (FDA) (reference number: mw5073783) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("hysterectomy") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced autoimmune disorder (seriousness criteria medically significant and life threatening). On (B)(6) 2017, the patient underwent hysterectomy (seriousness criteria hospitalization, disability and intervention required). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the hysterectomy and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder and hysterectomy with essure (ess205). The reporter commented: she mentioned she had a serious injury (life threatening, hospitalization, and disability/permanent damage) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.